Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up, and the right atrial lead exhibited noise. The noise could not be reproduced, and the patient would continue to be monitored.